Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire fractured inside of the pt's body and a portion of the wire remains inside of the body. The lesion being treated was a small calcified lesion in the popliteal which demonstrated a reference vessel diameter of approx 4-6 mm. The physician used a contralateral approach and successfully crossed the target lesion. He spun in 20 second runs on low, medium and high speeds with at least 30 seconds rest in between runs. The total spin time was approx 1 min. He noticed that the tip of the viperwire became unraveled and a portion of it sheared off and was left in the pt. He attempted to retrieve the fractured wire fragment, but were not successful. The procedure was aborted due to this event. The pt remained in stable condition throughout the procedure. Additional info has been requested regarding this event.